Event description:
Caller reported that t:slim x2 pump battery would not charge despite trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that a replacement pump with updated software would be sent, and training would be available through their tandem source account. The caller would continue using the current pump, which was at 75%, and had a multiple daily injection (mdi) if needed. Cts provided instructions on storage mode and the return process for the problematic pump, which would be returned to tandem using ups.